Event description:
It was reported that the procedure was to treat a mildly tortuous and 60% stenosed proximal left anterior descending (lad) artery. A 2.25 x 23 mm xience v stent delivery system (sds) was successfully implanted in the lad. Another 2.25 x 23 mm xience v sds, was being advanced to the lad; however, the stent dislodged due to the calcification in the vessel. The first implanted stent was damaged due to the dislodgement so it was also removed from the anatomy. To complete the procedure, the dislodged stent and the implanted stent were successfully retrieved using non-abbott devices. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The xience v referenced is being filed under separate a manufacturing report number.